Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the complaint history identified no similar incidents reported from the lot. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology due to leaflet restriction. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated age (born 1934). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed since the implanted mitraclip detached from one mitral valve leaflet and remains attached to the other leaflet. It was reported that on (B)(6) 2017, the patient presented with degenerative mitral regurgitation (mr) grade 3-4 with leaflet restriction. Two mitraclips were implanted without reported issue reducing the mr to grade 3. Post-procedure, a single leaflet device attachment with one mitraclip (cds 70223u258) was noted. There were no clinical symptoms, no increase in mr, and there was no treatment performed. There was no additional information provided regarding this issue.